Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles in tubing/chamber. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of black particles in the hose, particles in tubing/chamber and particles in airway from the device related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device internal and external parts of the device and found dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Evidence of water ingress on the bottom of the blower and the blower box and also observed other contaminations located which were sourced from external environmental conditions. Evidence of sound abatement foam degradation/breakdown was observed in the base unit. The manufacturer concludes evidence of sound abatement foam degradation/breakdown and dust/dirt contamination was observed in this device. Section h6 were updated in this report.